Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set was broken. The transfer set has been in use for approximately two months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A damaged patient adapter was identified. The reported condition was verified during visual inspection. An assignable cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.